Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified. Additionally, based on the reported information, failure investigation is tier 3 for low blood glucose and investigation is not required.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer dropped the pump, pump would not turn on and an unspecified malfunction occurred. Additionally, customer experienced low blood glucose (bg) level of 46 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. The customer reverted to an alternate method of insulin therapy.